Event description:
During a routine shift check by a clinician the pace control knob snapped off the front panel membrane. Consequently, the device was unable to adjust the pacer current. There was no pt involvement in the reported malfunction.